Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 82 mg/dl back to back with a result of 254 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that the customer took her oral medication about 15 minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.